Manufacturer narrative:
(B) (4). The ge service rep found the cables were caused by +24v supply to the image intensifier hvps missing due to a broken wire in the main cable where it enters the c-arm. The problem was fixed temporarily by re-routing +24v using a spare wire in the loom that feeds the ccd camera. Flexing of the cable when the c-arm was rotated was causing intermittent supply of the +24v, so it was decided to replace the whole cable assembly, as it was likely that there could be other wires on the point of breaking. The rep replaced the cable assembly to the c-arm ii, the tube, and the ccd camera. The system operates as intended.

Event description:
The customer reported there was no fluoro image on the monitor. There was black screen with some white dots. Also, the cable on the c-arm needs replacing. No pt injury was reported.